Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: ez steer navigational ds catheter, model # d-1260-05-s, lot number unknown. Carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model and serial numbers unknown. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with an ez steer navigational ds catheter and a thermocool smarttouch bidirectional sf catheter and suffered a coronary artery stenosis requiring surgical intervention (stent placement). Post-procedure, during the evening, the patient developed st depression, chest pain, and painful breathing. Coronary angiogram revealed a circumflex artery blockage. Coronary stent was placed and the artery was reopened. Patient was reported to be in stable condition. Patient remains hospitalized with a fever and is being medically managed. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and the anatomical location of the pvc focus located just over 1 centimeter away from the circumflex artery. It was noted that the physician believes that the adverse event occurred as a result of using the thermocool smarttouch bidirectional sf catheter. Ablation was initially performed using the ez steer navigational ds catheter at 50 watts and 55 degrees celsius. Power was increased to 70 watts prior to switching to the thermocool smarttouch bidirectional sf catheter. Ablation was then performed at 20-40 watts. Irrigated catheter flow was set at 8 ml/min during low flow and 15 ml/min during high flow. Multiple attempts were made to obtain additional information regarding this complaint, but none was made available.

Manufacturer narrative:
On 11/1/2017, additional information was received regarding this event: the patient was a (B)(6) female (B)(6). A balloon angioplasty was required, and a drug eluding stent was placed in the ostial circumflex artery. Extended hospitalization was required for observation. The patient¿s outcome has improved. (B)(4).